Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. 4968-35, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient did not feel well and visited the emergency room. The right ventricular (rv) lead was noted to have intermittent capture. The threshold was increased until the rv lead was capped and replaced. No patient complications have been reported as a result of this event.